Event description:
Review of additional medical records finds no indication that the hardware has been removed, and no information that suggests imminent revision.

Event description:
Attorney alleges a broken rod. Review of initial operative report found that the pt underwent a transforaminal lumbar interbody fusion (tlif) l5-s1, with posterior stabilization of l4-l5 with the user of rod, screws, interbody spacer, and allograft, autograft/hip aspiration. Approximately 6 months post implant radiographs show no evidence of hardware failure. Approximately 12 and 24 months post implant radiographs suggested a broken rod cable. No other complications are noted. No record of revision surgery has been received to date.

Manufacturer narrative:
A review of the device history records cannot be performed without additional device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.